Manufacturer narrative:
Device received with no button response at express bolus, esc, act, up and down due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test due to no button response. No button error alarm during testing. However, corrosion was found at the keypad traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose. The blood glucose at the time of the incident was 585 mg/dl and the current blood glucose was 169 mg/dl. The customer treated high blood glucose with manual injection and declined troubleshooting for it. The customer also stated that, the insulin pump had keypad anomaly. The customer stated that, her buttons stop working yesterday but has had issues the past couple of years. The insulin pump will be returned for analysis.